Event description:
The customer reported that the pt disconnected the spo2 and co2 sensors and self extubated from the ventilator and no alarm sounded. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the pt disconnected the spo2 and co2 sensors and self extubated from the ventilator and no alarm sounded. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.